Event description:
Head on toothbrush keeps falling off - oral-b [device breakage] case narrative: female consumer via phone stated that the oral-b toothbrush head on her oral-b toothbrush kept falling off. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.